Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported, approximately three years and eight months post implant, no capture with the left ventricular was observed. Consequently, a lead revision procedure was completed: lead excised and replaced uneventfully. No patient complications have been reported as a result of this event.